Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that after the physician "shuttled the sealant down through the sheath to a firm stop; the sheath would not retract back to the black handle allowing the sealant to be exposed." The physician attempted multiple times to pull the sheath back, but started "it felt stuck." The physician deflated the balloon and removed the device from the patient. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was flush with the distal end fo the shuttle cartridge covering the balloon proximal bond. The shuttle cartridge was retracted and slight resistance was felt during retraction. The shuttle cartridge tubing was dissected to expose the sealant. Blood was observed on full length of the sealant and proximal sealant was found wedged between the advancer tube and the shuttle cartridge. This condition may have contributed to the device jam. The catheter, shuttle cartridge, the advancer tube and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1304603) indicated that the device lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined.